Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had a fall, but no one alleged it was related to the device or therapy; the patient had dystonia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a fall in december of 2023 and subsequently had impedance issues and was not receiving therapy (all impedances on all contacts were reported high). Neurologist turned the stimulation off in january/february. Mdt rep checked the impedances pre-op and confirmed they were all too high. During the replacement, it was discovered that the extension was completely severed and the surgeon determined the patient had probably been flipping the battery in the pocket which contributed to the damaged extension becoming severed. The extension was removed and a new extension and battery was placed. The high impedances resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Analysis of the extension (s/n (B)(6)) found the outer insulation of the extension was twisted and the conductor(s) was/were broken in the body of the extension as the result of factors beyond intended reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.